Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive change overtime. Prk refractive treatment was performed. There are multiple medical device reports associated with this patient. Cause of the event was other. Reportedly, "patient age was 17 at the time of surgery." This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
A4-a6: unk. Manufacturer narrative: secondary surgical intervention to remove the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).